Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
The customer reported that the touch screen is not working. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date rec'd by MFR: 07dec2019. Date of report: 09dec2019. The fse (field service engineer) evaluated the device and the reported issue of touch screen failure was confirmed. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 07dec2019. Date of report: 11dec2019. The fse (field service engineer) evaluated the device and the reported issue of touch screen failure was confirmed. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.